Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin 1200 mg once daily (duration not reported) and intraperitoneal gentamicin 48 mg once daily (duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.